Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had unintended activation when it started to run when it was plugged in. There was no patient impact, no medical intervention, and no adverse consequences. Although requested, no information was available regarding the exact time of a surgical delay.

Event description:
The user facility reported that the device had unintended activation when it started to run when it was plugged in. There was no patient impact, no medical intervention, and no adverse consequences. Although requested, no information was available regarding the exact time of a surgical delay.